Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 41 during a cartridge change, consistent with an insulin shaft rewind error, and repeated restarts did not resolve the malfunction; the device was replaced and the user was instructed to revert to backup therapy and continue cgm use. Symptoms included no adverse clinical effects; blood glucose was slightly elevated post-meal but trending down and not affected by the device issue. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.